Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous unprotected left main (lm) artery. The lesion was predilated with a 20mm maverick balloon. The physician attempted to place the 3.0x24 mm taxus liberte drug eluting stent, but the shaft kinked and broke. The breaking point was outside the patient. The physician was able to remove the device. The procedure was completed with another taxus liberte stent. No patient complications were reported.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint for shaft kinked and shaft broken. The returned catheter was received in two pieces. The shaft was broken 24 cm distally from the strain relief. There were also numerous kinks found along the length of the hypotube. Visual and microscopic examination of the material surrounding the shaft break and kinks did not reveal any inherent deficiencies that would have contributed to the incident. It was not possible to determine how or when the shaft broke or the kink occurred. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. It was not possible to determine how or when the shaft broke or kinks occurred. Therefore the most probable root cause for this event will be considered operational context.